Manufacturer narrative:
The reported device was not returned for evaluation, thus the reported event could not be confirmed. In the reported event it was stated that instead of using 8 screws, the surgeon used a total of 15 screws due to some screw damages. It is most likely that these damages incurred during screw pick-ups. Further, it was also mentioned that the surgeon also spent more time removing the damaged screws. There was a surgical delay of at least 20 minutes. Additional information was requested in order to provide more details to the reported event. In a follow-up email, it was mentioned that blades 62-15030 and 62-15032 were used during the procedure. These blades are appropriate to be used with the reported screw. No pre-drilling was performed. However, in the instructions for use (IFU # 90-02011, rev. 12), it is stated that if it is difficult for self-drilling screws to start or insert into the bone, pilot holes should be drilled. Furthermore, the review of the related DHR of the device in question has shown that it was manufactured to specification and was accepted into final stock without any reported discrepancies. Possible root causes according to the related risk management file are: insufficient bone-quality/quantity implant damage/breakage due to compromised mechanical strength of implant/instrument (inappropriate handling) insufficient handling properties with gloves (inappropriate handling) too less implant-instrument connection (too less axial force during screw pick-up; use of damaged screw driver blade) too high forces during implantation (too less implant-instrument connection) too less fixation of implant to bone excessive force on bone (wrong handling) based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a distributor that during a surgical procedure it was found that screw slippage was making it difficult to pick up the designated screws, and once picked up the screws slipped. There was no medical intervention, and there were no adverse consequences with this event. The procedure was completed successfully.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a distributor that during a surgical procedure it was found that screw slippage was making it difficult to pick up the designated screws, and once picked up the screws slipped. There was no medical intervention, and there were no adverse consequences with this event. The procedure was completed successfully.